Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. The diamondback coronary orbital atherectomy system instructions for use manual states that hematoma is a potential adverse event that may occur and/or require intervention. Csi ID: (B)(4).

Event description:
During treatment of a lesion in the right coronary artery (rca) with a csi diamondback coronary orbital atherectomy device (oad), a perforation occurred. An attempt was made to primary wire the vessel with the viperwire guide wire, however due to lesion morphology this was replaced for a non-csi wire to successfully wire the vessel. The wire was exchanged for the viperwire and the lesion was treated with four passes of the oad on low speed. Imaging was performed following each treatment pass to document blood flow in the rca. The oad was removed and balloon angioplasty was performed. The viperwire was exchanged for a non-csi guide wire, following which angiography was performed and a hematoma was noted at the site of the oad and balloon treatment. A stent was deployed in the rca for 20 seconds, following which it was removed and angiography showed a perforation at the site of the hematoma. Per the physician, the perforation was caused by the stent deployment. A covered stent was placed at the site of the hematoma, and multiple balloon inflations were performed to resolve the perforation. An echocardiogram was performed and showed fluid in the pericardial space, however it was determined that a pericardiocentesis was not necessary. Angiography was performed and showed that the perforation was resolved. The patient status was good following the procedure.